Event description:
Customer states the patient tested 4.7 inr and 4.9 inr on the coaguchek s system while a comparison lab returned a 3.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.